Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the pt received a durom acetabular component on an unknown date. The pt is currently being monitored due to unknown reason. No other information was received.

Manufacturer narrative:
This case was reopened on january 17, 2017 to enter additional information which was received on january 12, 2017. Review of event description : patient underwent revision due to fluid accumulation, synovitis, loosening and corrosion. Review of received data: surgical report: review of surgical report did not lead to new information regarding the reported event. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the re-use of the product was not approved by zimmer biomet. The package insert states "the acetabular component should not be repositioned after engagement of the circumferential fins. Repositioning may lead to early loosening of the acetabular component." And IFU for endoprosthesis states "do not reuse. Implants are for single use only. Re-use may adversely affect device performance." And "re-use of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with re-use of a single use device include, but are not limited to, mechanical failure and transmission of infectious agents." Root cause analysis: durom acetabular cup/system was reused and re-implanted. Conclusion summary: off-label use. Zimmer did not approve the repositioning/reuse of the durom acetabular cup/system. Zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 54/48 code n. The patient was revised due to pain, loosening, corrosion, fluid collection and synovitis.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt has not been revised and is currently being monitored. The cause for this complaint has not been reported, but since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in july 2008 as notification z-2415/2426-2008. Should additional information become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).